Event description:
The device was used during a low anterior resection. After unsuccessfully firing the device, the surgeon could not remove it from the bowel. The surgeon excised the tissue to remove the device and reanastomosed with another device. There were no other consequences to the pt.